Event description:
It was reported that during equipment service it was found that the intra-aortic balloon pump (iabp) shuts down on battery. As a result, the field service agent replaced the battery.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "shut off on battery power" is confirmed. The battery failed battery load test during complaint investigation. The pump shut off approximately 35 minutes when operating on battery power after a full charge. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during equipment service it was found that the intra-aortic balloon pump (iabp) shuts down on battery. As a result, the field service agent replaced the battery.